Manufacturer narrative:
Block e1 initial reporter address 1: (B)(6). The device was not returned for evaluation. However, an analysis was conducted based on the photo of the complaint device that was received. The attached image confirms a blood leak from the catheter irrigation tube. Due to the lack of evidence and the absence of a proper device evaluation, the most probable causes contributing to the event remain unknown. As the investigation findings do not lead to a definitive conclusion, the root cause of the reported issue cannot be established. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that blood leak occurred at the irrigation part of the catheter. An intellanav mifi open-irrigated ablation catheter was used to map the left ventricle. During the procedure, a blood leak was noted at the irrigation part of the catheter. It was suspected that the tube was damaged. The standby flow rate was 2 ml, and high flow rate was 17-30 ml. A new catheter was used, and the problem was resolved. No patient complications were reported. The device is not expected for return, as it was contaminated.